Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that when the trigger was compressed on the small battery drive device, and not in contact with the bone of the patient, the drill bit device would "spin freely in the air". However, when the drill bit device came into contact with the "bone" the handpiece device would not operate. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no allegation of malfunction against the drill bit device. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device passed all tests. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device emitted an unusual noise. It was further determined that the internal components and the electronic control unit (ecu) contacts were corroded. It was determined that these issues were consistent with component wear. It was determined that although the reported condition was not confirmed, the corrosion inside the unit could have caused the device to work the way that the customer reported. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.